Manufacturer narrative:
A stryker service representative evaluated the customer's device and the reported issue was able to be verified and duplicated. The stryker service representative replaced the lcd screen, the backlight (lcd) pcb and the user interface pcb assemblies to resolve the reported issue. Further root cause was unable to be determinated. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.